Event description:
It was reported that the right ventricular lead became dislodged. The lead was explanted and replaced when repositioning was not successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.